Event description:
It was reported that the customer was experiencing high blood glucose of 23 mmol/l. It was stated that the device was taking a longer time to restart after changing the batteries. It was stated that when the customer's blood glucose increased there was no alerts of no delivery. The customer changed the insulin set and reservoir. The high pressure test was performed and the test failed. Advised that the replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Cracks noted near display window corners. Scratched display window noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.